Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump received with a severely scratched lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer had to tape the insulin pump to keep it together. Customer cannot recall their blood glucose reading. Insulin pump will be returning for analysis.